Manufacturer narrative:
(B)(4): the customer reported the pacer function not working. There was no pt involvement. The device was sent to the philips bench for eval. The reported symptom was confirmed. The issue was localized to the pacer keypad. The pacer keypad was replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use. The malfunction of the pacer keypad cased the malfunction. Replacement of the keypad resolved the issue.

Event description:
The customer reported the pacer function not working. There was no pt involvement.